Manufacturer narrative:
On (B)(6) 2022, mentor became aware the patient experienced wrinkling post-operatively.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Based on postmarket study data, the alert/awareness dates for this event have been updated. As a result, the initial report is retroactively considered late. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received updated patient details. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware the patient did not experience wrinkling. Patient experienced a device migration. Updated date of explant received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia/asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 475cc mentor memorygel breast implant and experienced asymmetry on the left side post-operatively, which was confirmed via a physical exam. As a result, the patient underwent explantation on (B)(6) 2021.